Event description:
Reportedly, this valve was explanted at implant due to 3+ reguritation as seen on echocardiography. When valve was examined at explant, a defective anterior leaflet was discovered.

Manufacturer narrative:
Device not returned.